Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have scratch marks/abrasions on the orange plastic section of the tube extension. The extension scratch marks measured 0.109¿ x 0.217¿. There was no material missing. Additionally, the instrument passed the engagement, recognition, and cut tests. The complaint was confirmed by failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument had orange part showing. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was noticed when the site was setting the room up.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the mcs tip cover accessory for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received."